Event description:
A customer reported to baxter (B)(4) of a 2 lead arthroscopic irrigation set that had a particle observed in the tubing before usage. There was no patient involvement nor medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).a companion sample was received and a visual inspection was performed on the set and the results were satisfactory; all components were present, in the right position and complete, and no particulate matter was observed. The batch review was performed and no deviations were found. The defect particle in tube was not confirmed in the sample. The cause of this event could not be identified.